Event description:
Respiratory therapist and rn were in resident's room when black smoke and flames were noted coming from behind head of bed. Rt immediately pulled bed away from wall which unplugged the burning plug and the fire extinguished itself. The room and hallway were very smoky with strong smell. Electrician verbalized plug on the pump cord to be the culprit of the fire.